Manufacturer narrative:
The investigation determined that a higher than expected vitros crea result was obtained from a single patient sample using vitros crea slides on a vitros 5,1 fs chemistry system. The assignable cause of this event is user error. The customer mistakenly selected urine as the body fluid type when manually programming the sample for crea testing on the vitros system. The patient sample was actually a serum sample. The expected crea results were obtained upon repeat testing using the serum calibration.

Event description:
The investigation determined that a higher than expected vitros crea result (163 umol/l versus expected 41 umol/l) was obtained from a single patient sample using vitros crea slides on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected crea result was reported from the laboratory and questioned by a physician. Sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).